Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device check post-operatively, sensing failure was indicated by the implantable pulse generator (ipg). The leads were checked by the analyzer and noted to be working as programmed. The leads were reconnected to the ipg; however sensing failure was detected once again. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. During the analysis of the returned device the hybrid was damaged. The device demonstrated low negative supply voltages at the device, hybrid and stacked chip scale package level. This was evidence that the l409 might have been at fault. However, during the extraction process from the stacked chip scale package, the l409 was catastrophically damaged. The analysis was stopped with no cause identified for reported failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.